Event description:
The procedure was to treat a mildly tortuous, heavily calcified, 90% stenosed, de novo lesion in the distal right coronary artery. During the second inflation of the 3.0 x 15 mm rx trek balloon catheter, it ruptured at 6 atmospheres. An unknown balloon was used and the procedure was completed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.